Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. During the procedure, the needle and suture separated. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Did the pull off occurred during use on the patient or upon handling before use on the patient? Was the needle piece removed from the patient during the same procedure? Procedure date? Event date? Lot number? Were there any adverse patient consequences? How many devices presented needle pull off from suture during this single procedure being reported? If more than one procedure was affected, were these previously reported to ethicon? If yes, can you provide a product complaint number. It was reported in unit of measure a box (sales unit) for quantity involved 1, do you mean quantity involved 1 each instead? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ¿g/m.